Event description:
(B)(4). Side effects include: memory loss, brain fog, confusion, loss of interest in hobbies, no sex drive/ loss of feeling in genitals, painful and heavy menses lasting seven days or more, clotting during menses, abdominal pain, back and hip pain, leg pain, headaches, nausea, dry eyes, mood swings, weight gain, bloating, inflammation, dental cavities, muscle weakness, joint pain, anxiety, depression, hair loss, brittle nails, fatigue, heart palpitations, blurred vision, difficulty swallowing, dizziness/ vertigo, yeast infections, constipation.

Event description:
(B)(4). I've had extreme pain (and numerous other issues) from the moment they put me on the table to implant the essure device. The numbing solution didn't work. I felt everything they did while implanting. I was never asked if I wanted to wait or stop. I had my son a few years before and had my left ovary removed at that time. So I was only implanted in my right tube. I have degenerative disc disease, sciatica, chronic pain, gerd, and seasonal allergies. I have since been diagnosed with type 2 bipolar (manic depression), fibromyalgia, arthritis, and ibs. I had to have two molars pulled because of cavities. I suffer from headaches 3-5 days a week on average. I'm currently being tested for carpal tunnel and rheumatoid arthritis. (B)(6) paid for my procedure.